Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved when the customer used a different charging cable. Although tandem advised against using non-tandem charging supplies except for troubleshooting, replacement tandem wall adapter and charging cable were sent via two-day shipping.